Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10180 lot v1426735 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. Technical evaluation: the returned device, received on march 23th, 2017 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual check as per orthofix (B)(4) design and product specifications. The visual check confirmed that the device was cut at the threaded rod, near the sphere. The black plastic drive bushing is damaged. The speed bolt m6x1 is missing. The dimensional check, performed where possible, confirmed that the device is in conformity with the product design specifications. The functional check confirmed that the device functioned properly, with the exception of the damaged part. The results of the technical evaluation evidenced that the device was originally conforming to orthofix (B)(4) design specifications. The failure occurred could be mainly related to the application. The use of a shorter strut, with an acute adjustment more appropriate for this case, could have allowed the removal of the device, without cutting it. Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: (B)(6) 2017: the patient in this case from (B)(6) was a (B)(6) boy, (B)(6), so of normal dimensions. Lengthening was required to a tibia; a truelok frame was applied that included at least one rapid adjust strut, 50-10180. The surgeon, who is very experienced in limb reconstruction, wished to convert the frame to a tl-hex frame to make angular correction. It was not possible to remove the quick adjust strut which was then dismantled after the threaded rod had been cut. Tl_hex struts were then applied and the correction proceeded as planned. There were no ill effects for the patient. We do not know why this occurred, but the strut 50-10180 jammed in some way. The truelok system is by its very nature subject to adjustment and alteration during treatment. Changes are made to the alignment of the frame according to the current situation. In this case it was necessary to remove the strut to change the nature of the frame to allow correction with the use of computer software. The strut was removed by cutting a threaded rod rather than simply by loosening a nut. Certainly the strut did not perform as expected and malfunctioned on (B)(6) 2017 with the outcome of the technical analysis. This technical analysis has demonstrated that the strut in question was performing as designed and intended, except for the cutting of the threaded bar which happened when the device was removed. The device failed for technical reasons related to this particular application, which made it difficult for the surgeon to remove the device from the existing ring construction. The reasons for this difficulty are not apparent to us after the information provided with the original complaint and with this detailed technical analysis. I suggest, as before, that this was not a serious injury, but a product malfunction resulting from local factors about which we do not have the full information. The technical analysis suggests the device was functioning normally, and the failure was for technical reasons that cannot be specified with the information that we have been given. Final comments: the results of the technical evaluation evidenced that the device was originally conforming to orthofix (B)(4) design specifications. The failure occurred could be mainly related to the application. The use of a shorter strut, with an acute adjustment more appropriate for this case, could have allowed the removal of the device, without cutting it. The medical evaluation evidenced as follows: the device failed for technical reasons related to this particular application, which made it difficult for the surgeon to remove the device from the existing ring construction. I suggest that this was not a serious injury, but a product malfunction resulting from local factors. Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix (B)(4) specifications, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem occurred is not device related. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local representative indicates: o hospital name: (B)(6); o surgeon's name: dr. (B)(6); o date of initial surgery: (B)(6) 2017; o body part to which device was applied: tibia; o surgery description: fracture treatment; o patient's information: (B)(6), male, weight (B)(6), height (B)(6); o problem observed during: into treatment/post-operative; o type of problem: device functional problem; event description: when the surgeon tried to remove the rapid strut to convert the frame in a tl hex frame, with tl hex struts, he could not remove it. The rapid strut was stuck as the central nut of the telescopic body was jammed. The nut came out from its seat and also the black nut for distraction was stuck and damaged. It was not possible to insert again the gradual rod to shorten the rapid strut. The problem occurred did not have any impact on the good outcome of the surgery and on gradual correction post operatively. Further details on the event description: the strut got stuck between the two tl-hex rings, without the possibility of being removed from the frame. Therefore, the strut was cut at the gradual threaded rod to allow its removal and to perform the micrometric correction through software and telescopic struts tl-hex. The black nut for compression-distraction of the gradual rod was damaged as a result of the attempts to remove the strut, because the metal rod was bound to the nut and it was not possible to insert again in the telescopic body the portion of the rod that was outside of the telescopic body. The complaint report form also indicates: o the device failure had no adverse effects on patient; o the initial surgery was completed with used device; o the event did not lead to a clinically relevant increase in the duration of the surgical procedure; o an additional surgery was not required; o a medical intervention (outpatient clinic) was not required; o copies of the operative report are not available; o copies of x-ray images are available; information on patient current health condition: the rapid strut is on patient and the gradual correction with struts is still possible. The surgeon has to cut the gradual portion of the strut in order to retrieve the rapid strut and continue with the correction. Note: the rapid strut was kept on patient from (B)(6) without any forcing on the frame. The local representative provided also to orthofix (B)(4) some pictures of the strut on the frame and after the its removal, and two x-ray images taken some days before the failure. (B)(4).